Event description:
It was reported to st. Jude medical that over the past months the pacing lead impedance measurements have been declining. In 2002, it was reported that the lead had low pacing lead impedance of 200 ohms. The lead will be explanted.